Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and the popliteal artery using an indigo system lightning aspiration tubing (lightning), an indigo aspiration catheter 7 (cat7), a non-penumbra sheath, and two guidewires. During the procedure, the physician made approximately four passes in the target vessel using the cat7. After the pass, the physician removed the cat7 out from the valve of the sheath to be flushed and noticed the distal end of the cat7 was fractured. Therefore, the cat7 was not used for the remainder of the procedure. The procedure was completed using a new cat7 and the same sheath. There was no report of an adverse effect to the patient.